Manufacturer narrative:
The reported event was confirmed as the tasp was returned, and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked and gouged ) also has fractured on the lateral side of post, all pieces returned. DHR was reviewed and no discrepancies were found. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional was fractured when it was being inserted during a knee arthroplasty procedure. The surgery was completed with another device. No adverse events have been reported as a result of this malfunction.